Manufacturer narrative:
Root cause: the evaluation of the returned samples identified the debris in the deroyal packs were the result of a cath lab drape (raw material number (B)(4)), which is supplied by (B)(4). A supplier corrective action request (scar) was submitted to (B)(4) as well as the returned samples. According to (B)(4)'s scar response, the samples were analyzed and it was confirmed that a fine powder substance was on the film layer side of the drapes. The root cause was established as application of hot melt on a plastic surface, which is part of the manufacturing process. The samples were sent to an outside lab that concluded it was a plasticizer in the hot melt. Corrective action: engineering change order (eco) (B)(4) was implemented february 6, 2016, to remove raw material (B)(4) from the bill of materials for finished good (B)(4) and replace it with another drape (raw material (B)(4), angio drape with 2 pockets). In addition to the removal of the raw material from the bill of materials, the raw material was removed from available inventory and destroyed. Deroyal will place no additional orders for raw material (B)(4). In its scar response, (B)(4) stated production and quality personnel have been notified of the issue for short-term mitigation. (B)(4) has proposed removing the hot melt process and utilizing a tape method. Investigation summary: an internal complaint ((B)(4)) was received regarding an endo tray (part number 89-5219, lot number 41010061) that contained a white powdery substance throughout the pack. The customer believed the substance originated with a cath lab drape (raw material number (B)(4)) that was added to the prepackaged setup. Samples returned from the customer confirmed the source of contamination was the drape. The initial report received 02/03/2016 from the user facility reported two lot numbers: 41331236 and 41010061. On 3/10/2016, a medwatch report (uf/importer report # (B)(4)) was received in reference to lot number 41010061. The raw material lot numbers for the drapes used in both finished good lots were identified as ac5336202 and ac5344122, which were supplied by (B)(4). The deroyal complaint specialist reviewed the 2014-2016 scar and supplier notification letter (snl) logs for similar complaints. None were identified prior to the customer filing two reports for this issue at the same time. Thus, a scar was issued to (B)(4). The returned samples were forward to the vendor for evaluation. According to communication from (B)(4) dated march 23, 2016, a review device history record for lot numbers ac5336202 and ac5344122 revealed no abnormalities reported during manufacturing that would indicate an issue related to the reported customer complaint. Additionally, a historical review of complaints showed no complaints of white powder have been reported to (B)(4) in the last 24 months. The sample was analyzed by a (B)(4) health care scientist who confirmed the presence of a fine powder substance on the film layer side of the drape. During deroyal's investigation, it was confirmed that raw material (B)(4) was utilized only in finished good (B)(4). The remaining product available under the law number reported was returned to deroyal from the end user and the distributor. The inventory of the raw material was removed from availability and destroyed. Preventive action: deroyal has removed the raw material from the bill of materials for finished good (B)(4). According to the scar response, (B)(4) is not taking a preventive action. The investigation is complete. If new and critical information is received, this report will be updated. Device not returned.

Event description:
Upon unpacking the endo tray, a white powdery substance was found within the setup. This was discovered before use. It is believed to have come from the halyard angio drape, which was added to the prepackaged setup.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received regarding an endo tray (part number 89-5219, lot number 41010061) that contained a white powdery substance throughout the pack. The customer believed the substance originated with an angio drape (raw material number 813888) that was added to the prepackaged setup. The initial report received 02/03/2016 from the user facility reported two lot numbers: 41331236 and 41010061. On 3/10/2016, a medwatch report (uf/importer report # (B)(4)) was received in reference to lot number 41010061. The device is available for evaluation, but at the time of this report, was not returned to the manufacturer. The investigation is incomplete at this time. This report will be updated when new and critical information is received. Device not returned.

Event description:
Upon unpacking the endo tray, a white powdery substance was found within the setup. This was discovered before use. It is believed to have come from the halyard angio drape, which was added to the prepackaged setup.